Manufacturer narrative:
The reported event was unconfirmed. The evaluation found the bend on the returned sample within acceptance criteria. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "10) secure drainage tube to bed sheet with clip to ensure hat there is neither twist nor kink in the tube."

Event description:
It was reported that the inlet tube was found bent prior to use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the inlet tube was found bent prior to use.